Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The broken radiolucent drive is captured on related complaint (B)(4). This report captures the secondary fracture and the distal screw which was not inserted completely.

Manufacturer narrative:
This report is for an unknown afn nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, osteosynthesis surgery for the femoral diaphyseal fracture (ao classification: type c) was performed with expert afn. After inserting two screws in the distal area, the surgeon found by x-rays that one screw was not inserted completely. He removed the screw and drilled again but was unable to insert another screw in the hole. He drilled through the remaining screw hole, however, the drill interfered with the nail and the radiolucent drive broke. The surgeon inserted a screw into the hole from which he removed the screw. He hammered a screwdriver which was attached to the screw because the screw could not be inserted easily. A secondary fracture occurred when he hammered the screwdriver about five (5) times forcefully. The surgeon wrapped the secondary fracture site with a non-synthes cable. Eventually, the distal locking was done with only one screw. The surgery was delayed by less than thirty (30) minutes. The broken radiolucent drive is captured on related (B)(4). The secondary fracture is captured on related (B)(4). This complaint captures the distal screw which was not inserted completely. This report is for an unknown afn nail. This is report 4 of 6 for (B)(4).